Event description:
It was reported that the patient's pump implant incision never healed. The physician suggested a general surgeon should implant the next pump under the muscle since the patient has a small frame. The patient currently had no pump implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2011-(B)(6), product type catheter; product ID 8578, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2011-(B)(6), product type accessory. (B)(4).